Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturers report number 1222780-2010-00087. User facility reported an attempted novasure endometrial ablation. A pre-hysteroscopy was done and a mass, approximately 2-2.5cm, was noted on the post aspect of the uterus. The novasure disposable device was inserted into the uterus but was not deployed because the physician thought he had perforated the uterus with the hagar dilator, due to "a lack of resistance" during use of this device. The ablation was abandoned and a post hysteroscopy was done. A perforation was seen at the "midline point of the fundus." No treatment was needed for the perforation. The pt was kept overnight for observation and discharged home the next day. The physician reported on (B)(6) 2010 that the pt has been seen on follow-up and she is doing fine. A hysteroscopy, dilatation and curettage (d&c), and sounding, with a hagar metal sound and a hologic plastic suresound, were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).